Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g302 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g302 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs show the upper bowl assembly has broken into pieces and the lower bowl assembly is mostly intact. The base of the centrifuge bowl appears to be intact and still attached to the bowl holder. The drive tube component of the kit is broken between the centrifuge bowl and upper bearing. Based on the photographs provided the outer bowl most likely separated from the outer bowl cover resulting in the bowl break. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the outer bowl and outer bowl cover. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 210 ml of whole blood was processed at the time the break occurred. The customer stated the drive tube component of the kit detached from the top of the centrifuge bowl. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and received treatment on another cellex instrument. The customer has returned photographs for investigation.